Event description:
It was reported that a malfunction alarm occurred after the customer went swimming, which was outside of the recommended parameters. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.